Manufacturer narrative:
Analysis was able to confirm the customer comment that the programmer's stylus was unable to stay calibrated. Reseated the cable between the xy board and the overlay and calibrated the stylus. It was noted that there was a missing lower left display bullet and the media bay door was broken. All found defective parts were replaced and all other identified issues were resolved. Reconfigured hard drive, reloaded, and updated software. The programmer passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus of the programmer would not calibrate. There was no patient involvement.